Manufacturer narrative:
The insulin pump was returned with missing segments on display and bleeding display, anomaly isolated to the lcd board. However, no blank display noted during testing. No unexpected failed battery test alarms noted during testing. The insulin pump was returned with missing end cap sticker and scratched on display window noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 94 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer stated that the display returned and received failed battery test. The customer stated that the insulin pump went blank again at the time of call. The customer stated that the display did not return after inserting a new battery. The insulin pump will be returned for analysis.